Event description:
Harris county ems (unrelated to (B)(6)) arrived to (B)(6) emergency center on (B)(6) 2015 in order to transfer patient (B)(6) to a higher level of care. Harris county ems is operated by acute medical services, (B)(6) ems is a total mobile intensive care service that is specialty care transport capable. This patient was critically ill, had been intubated and stabilized for transfer. (B)(6) ems arrived and had difficulty with their transport ventilator necessitating "troubleshooting the vent" by the harris county ems technician. Harris county ems arrived at 0100, at which time hospital respiratory therapy documented that the patient was tolerating the hospital ventilator well. After moving the patient to the harris county ems ventilator, the patient was noted to be in distress so he was placed back on the fully functioning (B)(6)hospital ventilator. Harris county ems continued to attempt to "troubleshoot" their ventilator unsuccessfully. When the patient was again placed on the harris county ems ventilator the patient became pulseless and attempts to resuscitate the patient during a code blue were unsuccessful. This ventilator is not owned by harris health system or (B)(6), rather it is owned by harris county ems. It has been reported to harris (B)(6) risk management team that the ventilator has been taken out of service and will be sent to (B)(4) for a "full report of their findings as it relates to the functions of this ventilator."